Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had an intermittent power issue and that there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: a review of the pump black box showed no unexplained power interruptions had occurred. A visual inspection of the pump revealed the battery compartment was cracked. A leak test was performed and the pump was found to leak at the battery compartment. The returned battery cap was undamaged and was able to fit securely to the pump. The battery cap contact height and width measurements were found to be within specification. The pump was exercised for 12 hours with no power interruptions occurring. The pump was opened and no damage or evidence of internal moisture was found. Unrelated to the complaint, investigation revealed that the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.